Manufacturer narrative:
Device was evaluated. Inspection found that the device on and off switch button was broken. The main switch was observed to be an old version type and was found to be damaged. The device was found running an old software version and needs to be upgraded. In addition, worn out video connector latch was observed causing a poor connection. Based on evaluation findings the reported failure was confirmed. The device was found with broken power switch attributed to electrical component failure. Investigation is ongoing therefore the root cause cannot be determined at this time.

Event description:
It was reported that the device power switch malfunctioned. The on and off button is broken. There was no patient involvement on the event reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch . Since more than 7 years has passed since device manufactured, it is assumed that the video connector part has deteriorated due to its long time use. Olympus will continue to monitor complaints for this device.